Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system error during the prime test at 4 pounds due to a faulty force sensor resistor (gold). The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that his insulin pump has alarmed with compromised force sensor system error the past three times he has changed his infusion set. The patient's blood glucose at the time of incident was 95 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The customer confirmed that they were unable to exit the "preparing to prime" loop. The pump continued to prompt the customer to rewind after each compromised force sensor system error alarm. The customer also mentioned that the pump was not dropped or bumped prior to the alarm, and that the drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.